Event description:
A customer contacted haemonetics on (B)(6), 2011 reporting a blood spill within their orthopat unit. No injury or reaction was noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2011 reporting a blood spill within their orthopat unit. No injury or reaction was noted. Evaluation of the unit confirmed the blood spill. No signs of burning were present. Device will be reworked per service call. (B)(4).